Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: after firing the eea, the surgeon could not remove the instrument from the patient. The surgeon then cut the tissue to remove the device, and to avoid any injury the tissues were over-sewn. A gia device was then used to close the anastomosis. After applying the gia malformed staples were seen and some bleeding occurred which was controlled by sewing.